Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the valve-in-valve implant of this transcatheter bioprosthetic valve, in a previously implanted non-medtronic surgical aortic valve with severe aortic insufficiency (ai) and mild aortic stenosis (as), the valve was partially deployed and recaptured twice. Following the third deployment, the valve dislodged into the ventricle at a depth of 14 millimeter (mm). Moderate ai was identified and a second transcatheter bioprosthetic valve was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which reported that the root anatomy appeared more horizontal which could have contributed to the dislodgement. Moderate paravalvular leak (pvl) was reported following the first valve. No additional adverse patient effects were reported.  Updated h.6 - patient and device codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the valve remains in the patient. No procedural images were received for review. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. And per the event description, it was stated that the patient anatomy may have contributed to the dislodgement of the valve. Dislodge events are typically not related to a device malfunction. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and in this case the most likely cause was due to the low positioning of the valve after it dislodged towards the ventricle. A device history review (DHR) was not required for this event. This event does not allege a device malfunction occurred. This event does not indicate device misuse. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.